Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited an untreated episode with oversensing of noise and changes in amplitude morphology measurements. The field suspected an electrode issue; however, x-rays did not show any abnormalities, and review of the untreated episode by boston scientific technical services confirmed the noise did not appear to be related to an electrode issue. No inappropriate shock was ever provided. Testing of the system was able to reproduce noise in both primary and secondary vectors with alternate not being an option. The s-ICD was reprogrammed and additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited an untreated episode with oversensing of noise and changes in amplitude morphology measurements. The field suspected an electrode issue; however, x-rays did not show any abnormalities, and review of the untreated episode by boston scientific technical services confirmed the noise did not appear to be related to an electrode issue. No inappropriate shock was ever provided. Testing of the system was able to reproduce noise in both primary and secondary vectors with alternate not being an option. The s-ICD was reprogrammed and additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.